Manufacturer narrative:
(B)(4). The exact date of implant is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm and iliac aneurysm. It was reported that recently the patient presented with a ruptured abdominal aortic aneurysm that was caused by a type ib endoleak on the right contralateral side. The patient was taken to another facility and a catheter was accessed from the right leg to the right internal iliac artery and the right internal iliac artery was coil embolized. Another manufacturer's stent graft was implanted distal of contralateral limb and extended to the external iliac artery. Touch-up was performed followed by an angiogram which showed no endoleak. During the procedure the patient had stable vital signs. The physician stated that when the initial evar was performed, there might have been not sufficient distal landing. No additional clinical sequelae were reported and the patient is fine.